Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing issues with small air bubbles coming out of the tubing. Reportedly, customer has to prime the tubing longer then expected to remove all air bubbles from tubing. In addition, customer stated that there was an air bubble in the luer lock. Customer's blood glucose level was not impacted. Tandem technical support advised customer to remove air from cartridge before loading insulin.